Event description:
In 2007, at approximately 5:30 pm, vancomycin was administered through a ventriculostomy tube/drain to 23yom with history of spina bifida and frequent hospitalizations due to hydrocephaly. After administration of vancomycin, drain was clamped for absorption for 3 hrs per order and then drain was to be unclamped. At approximately 10:20 pm, patient was found unresponsive and team was called. Investigation is ongoing and focusing on whether the drain was adequately draining. Patient was taken off life support and expired the next day. Currently waiting on results of autopsy report at this time.